Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose (bg) decreased to 34 mg/dl. The patient's mother gave the patient honey and a sweet drink. The patient began experiencing convulsions and emergency services were called. When the medical team arrived, the patient's bg levels were tested and had normalized. The patient was transported to the emergency room (ER) as a precaution. Additional bg tests were performed at the emergency room with no negative findings. The patient was released.